Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon could not impact the liner. A different liner was able to be implanted into the same cup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
It was reported that the surgeon could not impact the liner. A second liner was used and also could not be implanted. A third liner was able to be implanted into the same cup. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d9; d10; g3; h2. D10: cat# 20104008 lot# 67122072 40mm i.d. Size h neutral liner. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.